Manufacturer narrative:
D9: product received date 23-oct-2024. H3: one device was returned for repair. Service history review identified there was no record of service in the last 12 months. Review of event log found downstream occlusion error. Visual and functional testing was performed and found a degraded downstream occlusion (dso) sensor due to severe bubbling/damage of the dso seal. The most likely cause of the reported error is the dso sensor. The dso sensor and seal were replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had downstream occlusion after the occlusion was removed. There was unknown patient involvement, and unknown patient harm/adverse event reported.